Event description:
The reporter stated the haptic of an eyeonics lens was torn off. The lens was inserted and removed with no patient injury. Another same type lens was implanted and sutures were required to close the incision. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the msi-pf injector.